Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: >7.5, >7.5; lab: 1.7; time between inratio and lab tests <30 mins. Pt's therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.